Event description:
Caller reported air bubbles in the tandem mobi cartridge during pumping. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support informed the caller that the air bubbles were acceptable and should not affect blood glucose levels, and the caller acknowledged this information. Attempts by the team to contact the customer for further updates were unsuccessful. No additional outcome information was reported.